Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the rubber ring in the reservoir had leaked insulin. The customer's blood glucose value was unknown. The product was not returned for analysis.